Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated during a pretest.

Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. The sample was evaluated and no pinch or blockage was observed. Per the functional evaluation, the sample was tested using a lab complaint syringe, and the balloon was inflated with 5cc of water using normal fill technique. The balloon was able to inflate and deflate without difficulty. The balloon was then inflated with 5cc of water using the jam fill technique and the balloon was able to inflate and deflate. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: eye snip length:3/32¿ eye snip width:2/32¿ distance from distal cuff:10/32¿ distance from proximal cuff:8/32¿ inflation lumen coverage:11 thou rubberize thickness:10 thou reinforcement:163 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1). Do not used ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. (2) do not aspirate urine through the drainage funnel wall. (3) single used only. (4) do not resterilize. (5) for urological use only. (6) use luer slip syringe. Do not use needle." (B)(4).

Event description:
It was reported that the balloon could not be deflated during a pretest.